Manufacturer narrative:
Info received on 01 june 2017: the reporter clarified that there wasn¿t an issue after all, and that no trauma actually occurred to the ureters. Investigation ¿ evaluation: no device was returned for evaluation and no photographs were provided. Without the complaint device, a physical investigation was not able to be completed. A review of documentation including quality control data and specifications was conducted. There is no indication that a design or process-related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. There was no catalog or lot number provided; therefore a thorough quality control search for this failure mode could not be performed. A review of the device history record was not able to be performed as the device catalog and lot number were not provided. A review for additional complaints for this device lot also could not be completed without the device catalog and lot number. The ascend ureteral dilation balloon catheter is shipped with instructions for use (IFU) which clearly states the proper warnings, precautions, and instructions for use with each device. Specifically, the IFU advises: ¿ always inflate the balloon with a sterile liquid. Never inflate with air, carbon dioxide or any other gas. Do not overinflate. Using excessive pressure to inflate the balloon on this device can cause the balloon to rupture. Do not exceed the maximum rated burst pressure for this balloon device. Do not pre-inflate the balloon. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported by the user facility that a patient underwent an unspecified procedure. The attending physician indicated that there was an issue with the balloon. The physician stated there was trauma to the ureter but was unclear as to what was causing the trauma. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence. No further information was provided.